Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, sion blue; guide catheter: heartrail. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly tortuous and moderately calcified mid left anterior descending artery that was 75% stenosed. A 2.75 x 15 mm nc trek balloon catheter was used for pre-dilatation and met initial resistance with the anatomy. During the first inflation, the nc trek balloon ruptured at approximately 12 atmospheres. An unspecified semi-compliant balloon catheter was then used for pre-dilatation as well. Therefore, the device was replaced with an unspecified nc trek balloon catheter to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.